Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The incident occurred in theatre 11 at lgh with dr (B)(6) as the surgeon. He was impacting the keel punch into the tibia, when the keel punch impactor came apart. The button which you press to attach the keel punch appears to have sheared off inside. They found all the pieces at the time and x rays of the patient confirm that nothing was left in the patient. They are happy that the patient came to no harm. This caused around 15 minutes delay in the procedure while they confirmed this and opened another tray. Instrument concerned is keel punch impactor 950502055. Lot no nb12633.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.